Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The straight lumbar probe was suspected to be damaged due to hammer impact on the handle. The instrument was not returned for analysis and therefore cause of damage unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the straight lumbar probe was stuck in the navlock. No patient impact and no delay to procedure reported.